Event description:
During a bipolar hip surgery when box was opened what was inside the box was a "+0" head not a "+0" c taper head. The stem had already been implanted. There was no adverse consequence for the pt.